Event description:
The customer reported that the system displayed power supply and communication errors after the system booted up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reset the circuit breakers and replaced the connection between the table generator interface and the mother board, the system was tested and found to be working as intended and put back in service.